Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast in the inflation lumen, on the shaft and on the tightly folded balloon, which is consistent with device preparation, use and a leak or rupture inside the patient anatomy. The distal shaft was twisted and wrinkled 7 centimeters (cm) proximal to the proximal seal for a length of 9 millimeters (mm). There was a tear/hole in the outer member at the twisted portion for distal shaft. There was a bend in the hypotube 65cm distal to the strain relief tubing. There were two wavy bends in the distal shaft. An indeflator, filled with water, was used in an attempt to inflate the balloon when fluid was observed leaking at the hole in the outer member 7cm proximal to the proximal seal. Factors that may contribute to a tear/damage/twist to the outer member include, but not limited to, damage during manufacturing, damage during preparation for use, lesion calcification and tortuosity or an interaction with the guide wire or over-torqued catheter during advancement. To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp). There was no damage noted during the inspection prior to use and no leaks reported during catheter preparation which may suggest that the outer member was not previously damaged; therefore, this suggests that a product deficiency did not contribute to the difficulties experienced. In this case, the catheter may have been over-torqued (severely twisted and wrinkled as seen on the returned device) during advancement such that the outer member tore and thereby contributed to the reported inflation issue. Reportedly, the lesion is highly calcified and narrowed which may have contributed to the reported difficulty. The observed bends most likely occurred during the procedure and/or during packing the device to return to abbott vascular for analysis and most likely did not contribute to the reported difficulty. Based on the information provided and the returned product analysis, the reported inflation issue was most likely related to the operational context of the procedure (over-torqued leading to a tear and ultimate inflation issue). There is no indication of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records associated with this lob. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for leak, twisted or torn shaft for this lot.

Event description:
It was reported that the target lesions were highly calcified and narrowing in the middle of the left circumflex. After successful deployment of the stent, the voyager was advanced for post dilatation; however, the balloon would not inflate completely while holding pressure. The balloon was removed from the patient without issue and another voyager nc balloon catheter was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.